Event description:
A report was received from (B)(6), the claim has not been confirmed. The device was not being used during surgery. However, it is also unknown if there was user death or injury. There also was no report of patient injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by dupuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).